Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b 12 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there were 12 false positives for flu a using the triplex assay. "

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1189936 and 1182888. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed bd veritor¿ sars-cov-2 and flu a+b analyzer displayed flu a +, flu b: - and cov2: - and unable to confirm of reported false positive results. The reported complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter: address unavailable. (B)(6) address used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1189936. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-07-08. Medical device lot #: 1189936. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b 12 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there were 12 false positives for flu a using the triplex assay. "